Event description:
Allegedly, patient was revised due to other/ adverse soft tissue reaction to particulate debris. Revision njr number: (B)(4). Side: l. Primary asa: p2: mild disease not incapacitating.